Event description:
Attorney alleges 'claim for damages arising out of defects in and removal of the above-referenced equipment." The lead was explanted and replaced. Additional information from the attorney reports that because of the lead defect, the patient received unnecessary and inappropriate shocks. It was further reported by the attorney the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish.

Manufacturer narrative:
Other: attorney alleges 'claim for damages arising out of defects in and removal of the above-referenced equipment." The lead was explanted and replaced. Additional information from the attorney reports that because of the lead defect, the patient received unnecessary and inappropriate shocks. It was further reported by the attorney the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. No conclusion can be drawn. Shock, inappropriate, defective device.